Manufacturer narrative:
The company service representative replaced the hard drive in the server. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station exhibited communication loss on all channels. No patient injury was reported.